Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors (mcs) instrument for failure analysis investigation. The instrument was analyzed and found to have discoloration on both the blade sides tips. The discoloration was not residual soil and did not need to be completely removed. The darkening was caused by iron oxide and was a chemical change in the blade material and not a result of mishandling/misuse. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage during use or reprocessing. Improper cleaning or sterilization techniques used in reprocessing can cause discoloration.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during central processing, the 8mm monopolar curved scissors (mcs) instrument's cauterization markings were not coming off. There was no report of patient involvement.